Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that electromagnetic interference was picked up on an electroencephalogram (eeg) monitor during use of a spectrum infusion pump. The patient was hooked up to eeg monitor while the pump was running a patient infusion in the neonatal intensive care unit. The eeg monitor was covered with a blanket and positioned away from the patient. When the nurse turned the pump off, the interference was gone. The reporter confirmed a delay in identifying that the patient was in fact seizing per the eeg. No additional information is available.